Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace and was unable to obtain an ECG signal via electrode pads.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows a number of ECG lead off messages, pd core warning, and an accessory error 8 message that occurred during what appears to be pacing activity. There are a number of factors that exist outside of a device malfunction that can cause these messages that include but are not limited to: poor coupling of the electrodes/pads to the patient, poor coupling of the electrodes/pads to the cabling and device, or an issue with the accessories themselves. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.